Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "globe started to soften" (intraocular pressure, delayed, uncontrolled) . Product problem(s): "fluid air exchange" (device operational issue). The customer reported: the system would not switch to fluid air exchange mode. The surgeon reported that the globe started to soften and switched back to fluid infusion to reinflate the globe. No patient impact was reported. Additional information was requested.